Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. It was reported the dilator would not go through the hub on the sheath. The sheath was replaced and the issue resolved. The resistance from the sheath was when inserting the dilator into the hub. The catheter was never inserted. The sheath was partially blocked. The dilator was unable to move through the sheath without extreme force. The sheath was not kinked. The hemostatic valve was damaged. The valve did not separate. There was no report of patient consequence. Device evaluation details: device was inspected upon return and hemostatic valve was observed dislodged inside the luer hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve and leaking since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. -always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. -do not insert a dilator at an angle, as damage to the sheath valve may occur. The device history record (DHR) for the lot number 00001373 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. The issue reported by the customer was confirmed. And it appears to be related to the incorrect introduction of the vessel dilator. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. In addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a atrial flutter right (r-afl) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and a hemostatic valve separation issue occurred. It was reported the dilator would not go through the hub on the sheath. The sheath was replaced and the issue resolved. The resistance from the sheath was when inserting the dilator into the hub. The catheter was never inserted. The sheath was partially blocked. The dilator was unable to move through the sheath without extreme force. The sheath was not kinked. The hemostatic valve was damaged. The valve did not separate. There was no report of patient consequence. The issue was assessed as an MDR reportable hemostatic valve separation issue. The biosense webster, inc. Product analysis received the device for evaluation and observed on september 30, 2020 that the device was returned in the condition reported as the hemostatic valve was pushed inside the luer hub. Therefore, the hemostatic valve issue remains assessed as an MDR reportable issue.